Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material in the nozzle, light guide lens (lg-lens), and bending section cover (a-rubber) glue was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device examination, the reported insertion tube wrinkling was not confirmed but wrinkled was found on the connecting tube. However, functional testing did confirm angulation problems: the bending angles were below specifications and the directional knobs had excess play. These directional issues were caused by a stretched angle wire. The directional knobs would not firmly lock due to deformed lock engagement lever. Additional functional testing showed the device did not pass insulation resistance testing due to damage at the distal end insulation. In addition, illumination was uneven due to discoloration of the image guide bundle. Further, the image produced by the scope had white dots due and fogginess to damage at the charge coupled device. Finally, the device did not pass water removal testing. Visual examination found the following issues: the nozzle was deformed; the light guide lens was cracked; the light guide lens was discolored; the hand grip was stained; the air/water cylinder was corroded; the switch box was dented; the electrical connector was stained; the scope connector was stained; and the light guide bundle was slipping down. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had an angulation problem and insertion tube was wrinkled. The customer reported this issue was found during maintenance. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the connector cover, light guide lens, bending section cover adhesive, air/water nozzle and universal cord. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No patient involvement reported.